Event description:
It was reported that during a lobectomy procedure, the hand switch on the device was non-functioning. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/14/2007. Info anticipated, but unavailable at this time.